Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the ion-selective electrode (ise) buffer pump solenoid. The cse primed the buffer and checked the coefficient of variation and calibrations, which were acceptable. The cause of the discordant, falsely elevated sodium result on one patient sample was related to a malfunction of the ise buffer pump solenoid. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.